Manufacturer narrative:
(B)(4). The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device trigger did not move smoothly and the k-wire could not be inserted. It was determined that the lid leak tightness testing failed, the device etching and trigger hook label were worn, the housing was cracked and leaky, and the paint ring peeled off the cannulation. It was further determined that the device failed pretest for check falling out protection (steal ring), check condition and function of triggers, check fitting of the lids, check the cannulation, check the attachment coupling, leakage test, marking and labeling and general condition. It was noted in the service order that the device lid did not fit. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.